Event description:
Reporting status: serious injury / medical intervention. Reporting rationale: breakage of device requiring medical intervention. Device issue: breakage of device. It was reported that while stenting a lesion in the lad, the stent became fractured. A new 3 x 15 xience stent was deployed at the lesion site, to cover the previously placed stent. The fractured stent could not be taken out and the problem was rectified with the second stent. It was planned to stent the diseased rca, as well; however, due to this incident, it was postponed to 2008. No add'l event or pt info is available.